Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and patient¿s right ventricular (rv) lead exhibited high out of range shock impedance measurements of greater than 200 ohms. Troubleshooting of the lead was performed, and the out of range shock impedance measurements could not be reproduced. The physician was electing to continue monitoring the patient. No adverse patient effects were reported. The device remains in service.